Event description:
During a laparoscopic bilateral salpingo oophorectomy procedure, about six hours post-op, the pt experienced a sudden loss of blood pressure and hemoperitoneum. During a mid-line laparotomy, the right ip ligament and the right pelvic ligament both had bleeding from the middle of the staple line. The pt lost two liters of blood and was sent to intensive care. The pt required an unexpected blood transfusion. The staple line appeared to be complete.